Manufacturer narrative:
(B)(4). On an unreported date, the patient began treatment for the suspected peritonitis with unspecified drugs (doses, frequencies, and routes not reported). It was reported that the patient was not improving and therefore, on an unreported date, dianeal therapy was discontinued and the patient¿s peritoneal dialysis (pd) catheter was removed. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the suspected peritonitis. The cause of the suspected peritonitis was not reported. Treatment for the suspected peritonitis was not reported. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the suspected peritonitis. No additional information is available.